Event description:
Reportedly, the button of the subject home monitor remains red, preventing its use.

Manufacturer narrative:
D2 field corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the button of the subject home monitor remains red, preventing its use.

Event description:
Reportedly, the button of the subject home monitor remains red, preventing its use.

Manufacturer narrative:
D4 field (model number and catalog number) has been corrected in the follow-up 1 MDR.